Manufacturer narrative:
There was no failure with the device and no loss of ventilation. The allegation of failure was inaccurate tidal volume readings. This was explained as normal use with vcv mode and there was no fault found with the device.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation . There was no patient involvement.